Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. Device prepped and used as normal. Ablated veins and posterior wall. Exchanged and went into right atrium. When pulling out and exchanging, the wire was stuck. Slider switch was responsive but wire still stuck. Device was pulled out and wire had to be pulled out with difficulty. Slider switch then seemed compromised. Catheter was replaced and procedure was completed. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the attempt to insert the guidewire was unsuccessful, and dissection revealed that the guidewire lumen was damaged within the inner hypotube. The "cause traced to device design'" was selected due to the guidewire lumen breaking inside the distal inner hypotube, attributed to mechanical stress resulting from pebax breakage and delamination, as well as a collapsed braid.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. Device prepped and used as normal. Ablated veins and posterior wall. Exchanged and went into right atrium. When pulling out and exchanging, the wire was stuck. Slider switch was responsive but wire still stuck. Device was pulled out and wire had to be pulled out with difficulty. Slider switch then seemed compromised. Catheter was replaced and procedure was completed. The device has been received at boston scientific post market laboratory.